Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and several error ID 22 were found. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, according to the provided information, the force sensor has been replaced, and the device and has been put back into service. Based on the available information, the root cause of the reported issue seems to be related to a defective force sensor (not returned). The complaint has been registered for statistical monitoring. If further information is provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: pressure error. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.